Event description:
It was reported that a physician attempted an arteriotomy closure of the right common femoral artery using the starclose device after an unk procedure. After firing the device, the physician had difficulty removing it. The device was removed with applied force. Hemostasis was achieved with manual compression. The patient developed a 2 cm hematoma at the closure site, for which no additional treatment was required. No patient adverse effects reported. No further information available.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. Review of the device history record for this lot is forthcoming. A supplemental report will be submitted with any relevant information.